Event description:
On (B)(6) 2022, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded a suspected discrepant ionized calcium result of 1.76 on a patient. There was no additional patient information. Method, date, collected, tested result: I-stat, (B)(6) 2022, 10:00, 10:18, 1.76 mmol/l; lab, (B)(6) 2022, ni, ni, 1.34 mmol/l. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on (B)(6) 2022. A review of the device history record (DHR) confirmed that cartridge lot w21139 passed finished goods release criteria. Due to expiry, retained cartridge testing could not be performed. Previously completed retained cartridge test results met the acceptance criteria found in q04.01.003 rev. Ag, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.

Event description:
Na.